Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported that the vela ventilator was displaying transducer fault (xdcr), motor fault, vent inop, high positive end-expiratory pressure (peep) and apnea interval. The customer performed all 3 xdcr but failed the exhalation pressure transducer calibration. The customer reported there was no patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component did not duplicate the reported issue. No failure was detected.